Event description:
Boston scientific received information that a decent magnet rate could not be detected from this pacemaker and was only showing 60 beats per minute (bpm), as reported by the health care professional (hcp) checking the patient. The patient was last seen in another clinic at the patient's home state eight months ago and longevity remaining was at 1.5 years. Magnet rate taken 17 months ago was at 100 bpm. Boston scientific technical services (ts) discussed magnet rates for this pacemaker, but if magnet rate were truly at 60 bpm, the hcp would also anticipate intermittent loss of capture (loc) since the device would be at end of life (eol). On file, the patient had four active leads. Ts asked if the leads were tied, but the hcp wasn't sure. The patient's last office visit showed high right ventricular (rv) lead outputs. The hcp mentioned about calling the clinic at the patient's home state to have patient checked. Attempts at acquiring additional information failed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further additional information received indicated that the device was explanted and returned for analysis. No adverse patient effects were reported.

Event description:
Additional information received indicated that this pacemaker has declared elective replacement indicator (eri). Further additional information received from the field representative indicated that the patient was referred to the clinic and plans on device replacement are unknown as of the moment. High right ventricular (rv) lead output contributed to early eri. All available information indicated that this pacemaker remains in service. No adverse patient effects were reported.